Event description:
It was reported the customer may have a possible site or set occlusion. Customer stated they would have problems changing out their infusion set. Customer declined to talk to the helpline about their possible occlusion. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.